Event description:
A patient reported the one touch basic meter repeatedly gave an "insert strip" message for 6-8 weeks. Because of this problem, patient visited the doctor three times within a two-week period. During the last visit, in 10/2001, patient's blood glucose was 634 mg/dl on hcp meter. Patient was transferred to hospital where patient was admitted for four days for "copd chronic bronchitis and asthma." No further information is available.